Event description:
Olympus medical systems corp (omsc) was informed that a pt, who underwent an ultrasonic guided bronchoscopic needle aspiration biopsy (tbna) by the subject device on (B)(6) came back to the facility for fever on (B)(6) and was given a diagnosis of mediastinal lymphadenitis. The pt reported had a surgery for mediastinal lymph node dissection on (B)(6) and was recovering after the surgery.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report. The physician reported that #4 lymph node was pierced twice and then #7 lymph node was pierced once by the subject device during the tbna procedure. The culture test by the user facility reportedly revealed that the #4 lymph node caused the mediastinal lymphadenitis. The physician stated that there was no irregular point in the subject device during the procedure and the event was highly likely due to bacteria in oral cavity or pharynges of the pt. The subject device was not returned to omsc for evaluation because the facility discarded it. However, omsc reviewed the manufacturing records during past year of the subject product and confirmed that there was no irregularity. This report is being submitted as a medical device report in an abundance of caution.